Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the device displayed a purple image due to a broken charged coupled device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", 10 mm, 30°, had an image disturbance. The device was returned for evaluation. During the device evaluation, the device displayed a purple image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to a defective charged coupled device unit assembly (r-unit). Olympus will continue to monitor field performance for this device.